Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. Investigation of the complained device revealed that the tip of the instrument was broken off. The nut in the back of instrument was also damaged. The device was sent to the repair department in order to maintain/repair. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. We are unable to determine the exact cause of this reported problem. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We are unable to determine the exact cause of this reported problem and the complaint condition is due to an unknown cause.

Event description:
It was reported that the tip of the tool broke off during the insertion of the rod. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Event date incorrectly reported in initial mw. Incorrectly reported in initial mw; usage of device is unknown. Placeholder.